Event description:
Reportedly, during testing, the ventilator displayed a white screen when it was turned on. The cse inspected the device and replaced the single board computer (sbc). The unit passed extended self-testing. The device was not on a patient at the time of this event.

Manufacturer narrative:
(B)(4).